Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were surgically explanted due to exhibiting over-sensing of noise, resulting in inappropriate shock. Prior to surgery, during a follow up appointment, the secondary and alternate vector show artifacts upon manipulation and artifacts were reproducible with manipulation in the pocket area. The physician suspected damage to the electrode conductor. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted s-ICD device and electrode are expected to be returned.